Manufacturer narrative:
Investigation summary: photo evaluation: 6 photos were received for investigation and observed several black spots in the packaging. Sample evaluation: 30 actual samples in sealed package were returned for investigation. All the 30 samples were subjected to visual inspection to check for foreign matter. Observed black/brown foreign matter inside the packaging of all the 30 returned samples. Fourier transform infrared spectroscopy (ftir) analysis: the black/brown foreign matter was sent for the ftir test to determine the foreign matter type. The ftir results shows that the spectrum matches reasonably with that of polyurethane. Polyurethane is a type of thermosetting polymers and used in various applications including injection molded devices due to its flexibility, tear resistance and abrasion resistance. Able to confirm the customer experience based on returned samples. The manufacturing process was reviewed. The timing belt at the primary packaging machine is of polyurethane material. Based on the DHR review, there were no abnormality was detected during the production of the affected batch. It is likely that the gear offset and rub onto the belt causing parts of the belt to shave off and fall into the blister pack. The gear could have been realigned but the production technician may not check the blister pack for any foreign matter that may have fallen in due to the issue and result in the affected blister pack from proceeding to the next station. The below action had been taken conducted awareness training to the production technician to check the condition of the parts at the station when they do troubleshooting of the issue at that particular station in apr 2019. Installed a tray below the belt to prevent any debris from falling into the blister pack in apr 2019. This batch is produced in jan 2019 which is before the action implementation.

Event description:
Material no. 305766 batch no. 8365566. It was reported that before use of the bd needle eclipse 18x1-1/2 rb the needles were found with contamination. 1460 needles were placed in material quarantine. The following information was provided by the initial reporter: we are experiencing a contamination issue with a single lot of 305766 18 ga x 1.5 safety needle. The needles were found with debris/contamination inside vendor packaging.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 305766. Batch no. 8365566. It was reported that before use of the bd needle eclipse 18x1-1/2 rb the needles were found with contamination. 1460 needles were placed in material quarantine. The following information was provided by the initial reporter: we are experiencing a contamination issue with a single lot of 305766 18 ga x 1.5 safety needle. The needles were found with debris/contamination inside vendor packaging.